Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No burn marks on the electronics or battery tube assembly were noted. However, the insulin pump had a stained end cap sticker.

Event description:
The customer stated that she was hospitalized with a blood glucose of 600 mg/dl. The customer stated that she also experienced tingling, numbness, dry mouth and dizziness. The customer stated that the doctor inspected the insulin pump, and noticed some burn marks on the battery compartment. The customer did not know how the burn marks occurred. Advised the customer that the insulin pump would be replaced. Nothing further was reported.